Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 2 months, oversensing with inappropriate therapies was reported. The patient was hospitalized. ICD detection has been turned off. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 implant date amended to (B)(6) 2019. The implantation period was approx. 38 months. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 implant date amended to (B)(6) 2019. The implantation period was approx. 38 months. (B)(6) 2022 notified that lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.